Event description:
The initial reporter stated that the pump would appear to be running, but that it was not delivering. They also stated that they had not been provided a back up pump or instructed on syringe feedings and because of this they took the patient to the emergency room to receive their feeding and that instruction. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. Complaint-(B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because the serial number was not provided. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.